Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
An apogee mesh was implanted in 2007 for, "prolapsed vaginal walls." It was reported that the, "mesh implant broke off inside" the patient. The device was removed but the mesh piece that "broke off," could not be found. Since, the patient had surgery to "sew up" the hole in her left buttock, "from the mesh surgery." In 2010, the left buttock still "hurt."